Event description:
It was reported that a clearlink secondary medication set did not flow. This occurred during infusion in the emergency department. The device was being used with a non-baxter infusion pump and connected to the upper y-site of a non-baxter primary set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.